Manufacturer narrative:
A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient reported receiving the supply bag lines are blocked during treatment. The patient utilizes tidal therapy. Upon reviewing the treatment data, it was noted that the patient experienced iipv (increased intraperitoneal volume) of greater than 200%. Upon follow up with the patient's nurse, it was stated that the patient experienced no medical intervention or adverse event. The patient did not receive a new cycler. The overfill was relieved in the next treatment.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.